Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump casing was found hot to the touch. The user reported that the pump has been exposed to salt water prior to the pump being hot to the touch and that the keypad was torn.